Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-01425. It was reported that patient experienced pain and swelling at the lead incision site. Patient also reported fever, cough and upper respiratory infection which physician believes is unrelated to the scs system. Patient is prescribed prophylactic antibiotics. Blood work and urinalysis done at the ER were unremarkable. Cultures/labs and CT were normal. A follow-up visit at the physician office reported patient had no pain and no symptoms of infection and fever subsided. Patient has satisfactory therapy and the issue has been resolved.